Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned products noted the head of the drill was disassembled. The dimensional analysis noted the shaft diameter is conforming to specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that flexible im reamer broke during surgery. Surgery was completed with another size. No further event information was available at the time of this report.